Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, reservoir tube lip and reservoir tube window corner.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.